Event description:
It was reported that there was a hematoma. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient underwent successful implantation of a closure device with complete laa seal and deployed device diameter of 18 mm. Prior to the procedure aspirin was administered and after the implant the subject was started on rivaroxaban. Post procedure, the patient was in a cardiopulmonary stable condition without complaints. However, in the evening, a hematoma developed in the left groin which enlarged significantly within an hour. CT angiography revealed an active hemorrhage from the superficial femoral artery. False aneurysm is more likely than active bleeding. CT of abdomen and pelvis was performed which showed extensive and diffuse hematoma of femoral fatty tissue reaching to the middle femur. No significant retroperitoneal hematoma. Mild diffuse hematoma in the right groin. The patient was on rivaroxaban and aspirin at the time of the event. The active bleeding from the left superficial femoral artery (sfa) despite pressure bandage indicated vascular surgery operative treatment with suturing of the left sfa. The patient was prepared for the surgery. Inguinal skin incision and dissection all the way to the superficial femoral artery was performed. Squirting bleeding from the ventral side of the sfa was found, which was sutured, and a 12 f redon drain was placed. Found no further bleeding. The wound was irrigated, closed in layers and applied pressure bandage. The patient received post-operative volume substitution and catecholamine therapy to be continued until (B)(6) 2020. On (B)(6) 2020, the patient was returned to the normal ward. No further bleeding occurred, and the hemoglobin remained stable. The hypotensive blood pressure values were managed by temporarily pausing the antihypertensive therapy and an outpatient re-evaluation was advised regarding re-start. The event was reported as resolved as of (B)(6) 2020 and the patient was discharged.